Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The patient operative reports do not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient had post operative complications after a da vinci si radical prostatectomy procedure.

Event description:
As part of a legal mediation effort on july 25, 2013, intuitive surgical received information, including medical records, of a patient who underwent a da vinci si radical prostatectomy procedure on (B)(6) 2011. The patient's operative notes state that during the da vinci si radical prostatectomy procedure the surgeon encountered bleeding of the dorsal vein complex, which was cauterized. However the vein complex started to bleed again. The instrument was changed to a clip applier however access to the port was lost. The da vinci si system was undocked, and all ports were removed and the procedure was converted a laparotomy procedure. The patient was reported to be stable when transferred to the recovery room. During a follow up visit while the patient was in recovery, he was noted to have some respiratory distress and was transferred to ICU. Shortly after the patient stabilized and was returned back to the general hospital floor. He was discharged home on (B)(6) 2011. The discharge summary provided states that the patient tolerated the procedure well with minimal complications. The patient reported difficulty urinating and on (B)(6) 2012 the patient had a cystoscopy which showed a very tight urethral stricture and bladder neck contracture. The patient underwent a resection of the bladder neck. No complications were reported during this procedure.